Event description:
It was reported that a malfunction occurred with the pump, displaying malf 13 and fault ID 13-0x2140. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, and in the meantime, the customer restarted the current pump for temporary use. The customer was instructed to put the pump into storage mode before sending it back with a prepaid label, which the customer acknowledged and understood.